Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges eye irritation, nose irritation, inflammatory response, blood clots and copd. No medical intervention stated by the patient. The device has not yet been returned to the manufacturer for evaluation. Customer contact information was unavailable to gather additional information for evaluation and investigation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.